Manufacturer narrative:
(B)(4). Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of seal compromised. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the nurse had opened the stent and found a tear on the back of the sealed inner package. The nurse was not comfortable opening the stent for use as the packaging was compromised. The procedure was completed with another stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Wallflex¿ biliary rx stent and delivery system were returned for analysis. The packaging was not returned for examination. An inspection of the device identified no damage and there was no visible sign of any device use. The reported defect likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the nurse had opened the stent and found a tear on the back of the sealed inner package. The nurse was not comfortable opening the stent for use as the packaging was compromised. The procedure was completed with another stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.